Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation ¿seemed to have a problem, like a short or something¿ and it "wasn't working". It reportedly took the patient 2.5-3 hours to get it to half charge. Additionally, the device would only hold a charge for a few days and then it went dead. The battery seemed to get warmer than the patient¿s previous device when charging. The reporter indicated that the patient¿s device caused ¿slight pain¿ at the charging site. The patient was concerned if the battery could ¿leak or explode¿ if it was shorting out. It was noted that the patient was scheduled to meet a manufacturer¿s representative. It was later reported that when the patient met with a manufacturer¿s representative, it was determined that the implantable neurostimulator (ins) was working normally. The patient¿s programs were draining the battery rapidly. The patient was reprogrammed and it seemed to be a better fit. Document contained no new information.